Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), product type: implantable neurostimulator. Product ID: 37712, serial# (B)(4), product type: implantable neurostimulator. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead . Product ID: 97712, serial# (B)(4), product type: implantable neurostimulator. Product ID: 8840, serial# unknown, product type: programmer, physician. Upon return of implantable neurostimulator (ins) serial number (B)(6). Analysis found no anomaly.

Event description:
The patient underwent a battery replacement procedure due to normal battery depletion. Prior to the replacement, the implantable neurostimulator (ins) impedances were tested and were normal. However, intraoperatively when the new ins impedances were tested, the impedances read high and out of range (>40,000 ohms). Two 8840 (clinician programmers) were tried with no resolve. Reseating and clean ing off the lead tails were tried with no resolve. One lead tail had difficulty getting inserted. There was no injury to the lead, looked normal. Lead configuration was normal. At this time another new ins was opened and got the same results. A multi lead trialing cable (mltc) was used and determined the leads were check out as normal with impedances; this confirmed the leads were fine. Impedances were reading 1,000 to 1,200 ohms and were just fine; even when looking at the 0 and 8 as references. Clinician did make a note that one of the leads had a yellowish tint to it between the electrodes, perhaps stained or rusted. While attempting to place the leads into the ins, there was resistance. It was not smooth like typical new ins and leads. Clinician noticed that when leads were older and in the body, leads can swell a little bit. The leads were thicker and harder. Clinician also thought that the impedance discrepancies were possibly caused by the clinician's 8840 functionality. After checking the lead tails in the mltc, the second new ins was reseated and continues to get >40,000 ohms. The >40,000 ohms were seen on the 0-7 portion of the leads as well as the 8-15 portion. The event could not be isolated to one lead or the other. It was confirmed that the setscrew was down and was positive the lead tails were all the way in the ins. The lead tails were then inserted into the original battery that was in the patient and impedances checked out fine/normal, but electrode #15 was out of range with reference of #0. At this point the decision was made to implant another new ins; clinician believed the ins was the issue to further rule out the ins as the impedances were fine when connected to the older ins. When the third new ins was opened and used, impedances checked out fine on 8-15. However on 0-7 impedances were out of range. Clinician disconnected and reseated again and only ones that ran high were 7 and 15. It was stated that the clinician was not able to connect the leads the first three ins's. But was able to connect to the last ins. The ins's would not fit because of the leads. The decision was made to close. This ins replacement surgery took 2 hours and 45 minutes (instead of the usual 40 minutes) because of complications with the ins's. It was confirmed that the leads were not replaced and the cause of the high impedances were the two ins's that were not used. It was also confirmed that there was no issue with the 8840. The patient was programmed around the high impedances, old programs were used, and the coverage was great. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.